Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a rise in shock impedance measurements was noted when it comes to this device and right ventricular (rv) lead. A possible rv lead microdislodged was suspected. The lead pace impedance measurements appears stable while the pacing thresholds shad increased since the implant. A review by technical services (ts) was requested. Ts discussed and gave advice on the case and possible troubleshooting. The system remains implanted at this time. No adverse patient effects were reported. It was noted that the patient would be brought in for provocative testing but have no date scheduled yet. Patient is currently monitored with remote monitoring.

Event description:
Additional information noted that provocation maneuvers were performed and it was noted that x-ray taken was unremarkable. A request for review of this case as requested from boston scientific technical services (ts). Ts noted due to the fact that impedance changes were recorded for different body postures can possibly be related to device movement in the pocket. Ts discussed monitoring the patient vie remote monitoring system and evaluate the system integrity each follow up.

Event description:
Additional information provided from the field indicated this patient was brought back in and a test shock was delivered successfully. No further changes were made and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently this lead was explanted and returned. No additional adverse patient effects were reported.